Event description:
It was reported to philips that there was a cable fire in the technical room. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported of smoke and cable fire in the technical room. After the fire was contained, it was identified that a non-philips uninterruptible power supply (ups) that was connected to a siemens x-ray system was the source of fire. There was no malfunction of the philips system and no harm reported. A philips field service engineer (fse) reviewed the log files, conducted system tests, and performed a system reboot, but no errors and no damage to the system were found. The system was returned to use in good working order and ready for clinical use. The siemens service engineer repaired the faulty ups, resolving the issue. Based on the information available, it is understood that the malfunction was with a siemens x-ray (non-philips system) and not with azurion system. At the time this complaint was received, philips did not have enough information to exclude the potential for a philips system malfunction, and as such the complaint was reported. Since that time, it was identified that there was no malfunction with the azurion system, and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.